Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a check vent: backup alarm failed" (diagnostic code: 1104) was confirmed in the event log. The system was not in clinical use; there was no reported harm to patient/user. The device was removed from service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace cpu pcba. Rse provided parts ID for the cpu pcba. Investigation remains ongoing.